Event description:
It was reported that on two separate occasions the implantable cardioverter defibrillator (ICD) delivered a ventricular (v) pace during re-polarization of an intrinsic ventricular beat that was blanked (cross-chamber blanking post atrial pace). The v pace initiated a ventricular tachycardia that was successfully converted with one burst of anti-tachycardia pacing. Technical services recommended further review of the device programming. The ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that on two separate occasions the implantable cardioverter defibrillator (ICD) delivered a ventricular (v) pace during re-polarization of an intrinsic ventricular beat that was blanked (cross-chamber blanking post atrial pace). The v pace initiated a ventricular tachycardia (vt) that was successfully converted with one burst of anti-tachycardia pacing (atp). Technical services recommended further review of the device programming. The ICD remains in service and no additional adverse patient effects were reported. Additional episodes of vt occurred due to a premature ventricular contraction in the blanking period, followed by one captured v pace in the refractory period followed by one sinus beat, prior to the onset of ventricular arrhythmia. The episodes were successfully terminated with atp.